Manufacturer narrative:
The microsensor was received for evaluation: failure analysis- no visible damage to the millar sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteris, and signal drift tests. Icp express reading passed with 484. Root cause- the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported no readings on the icp when the microsensor was connected. Then the physician changed with another icp, and there were still no readings. The microsensor was replaced and the icp was showing normal readings. There was a 30-minute surgical delay due to product issue.